Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 (patient age, gender and weight are unknown. Patient (B)(6)). According to the complainant, during preparation for the procedure, the device was tested outside of the patient. It was noticed that the cut wire on the device would not bow. No visible damage to the device was reported. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the exposed cut wire appeared to have melted/ split the extrusion at the distal pierce hole. Analyzing the cutting wire and extrusion at the distal pierce hole, it appears that the cutting wire melted the extrusion, creating a tear measuring approximately 8 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter and not meet the manufacturing specification. A functional evaluation found that the device does not meet the bowing specification due to the melted extrusion at the distal pierce hole and the altered exposed cutting wire length. The exposed cutting wire appeared discolored likely from usage/ higher power settings. The condition of the returned unit was consistent with the customer complaint that cut wire would not bow. However, the presence of residue on the device indicates use which runs contrary to the event details that describe testing of the tome outside the patient. Therefore, the most probable root cause is operational context since the damage is likely due to the procedural factors/generator settings. A review of the device history record (DHR) was performed and confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (pt over 18 years old). According to the complainant, during preparation for the procedure, the device was tested outside of the pt. It was noticed that the cut wire on the device would not bow. No visible damage to the device was reported. The procedure was completed with another ultratome xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) other (won't bow). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).